Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level greater than 400 mg/dl. Reportedly, the customer was unsure of the suspected cause of the elevated bg level, but did not allege any issues with the supplies. To address the bg level, a correction bolus was delivered. Recommendation was made to consult with health care provider regarding diabetes management.